Event description:
It was reported that the patient died. A rotablator rotational atherectomy system and a rotawire - ic were selected for an atherectomy procedure in the left main coronary artery and circumflex. At an unknown point in the procedure, the patient started struggling. The circumflex closed down. Impella was inserted after using the rotablator. Lots of peripheral vascular disease was noted by the physician. The patient passed away at an unknown point in the procedure. No device issue was noted during the procedure.